Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2352-70, serial/lot: (B)(4), description: linear 3-4 lead 70 cm. Model: sc-4316, serial/lot: (B)(4), description:clik anchor. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing stimulation fluctuating in intensity without adjusting the settings. The patient would not feel the stimulation and suddenly stimulation would increase in intensity. The patient described the feeling as an electric shock. High impedances were observed on one of the leads. Reprogramming was performed but the patient received stimulation in the abdomen. X-ray showed a kink or possible break on one of the leads near the clik anchor.

Event description:
A report was received that the patient was experiencing stimulation fluctuating in intensity without adjusting the settings. The patient would not feel the stimulation and suddenly stimulation would increase in intensity. The patient described the feeling as an electric shock. High impedances were observed on one of the leads. Reprogramming was performed but the patient received stimulation in the abdomen. X-ray showed a kink or possible break on one of the leads near the clik anchor.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the physician explanted one of the leads and clik anchor. The patient was doing well post-operatively.

Event description:
A report was received that the patient was experiencing stimulation fluctuating in intensity without adjusting the settings. The patient would not feel the stimulation and suddenly stimulation would increase in intensity. The patient described the feeling as an electric shock. High impedances were observed on one of the leads. Reprogramming was performed but the patient received stimulation in the abdomen. X-ray showed a kink or possible break on one of the leads near the clik anchor.

Manufacturer narrative:
Analysis of sc-2352-70 (B)(4) revealed that the complaint of the patient losing stimulation and high impedance has been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. There are no exposed cables at the fracture location. The lead got kinked after it exits the clik anchor resulting in the reported complaint. It appears that the lead was exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point. The returned sc-4316 (B)(4) was analyzed and no anomalies were found. A review of the manufacturing documentation for the sc-2352-70 (B)(4) revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.